Manufacturer narrative:
This final MDR will be the only report submitted for MFR report #3013875781-2017-00018. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal based on a review of complaint history for the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4) the product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that an ultipaq coil (cfs10030830/c38900) was used with an enpower dcb (lot #f74248) during a sah procedure in the avm when the coil could not be detached. There was no medical intervention required to the patient as a result of this event. There was no damage noted to the coil prior to the procedure or upon removal from the patient. No kinks or bends were found in the microcatheter that may have contributed to the reported event. An adequate continuous flush was maintained through the catheter. Reportedly, a pre-deployment electrical check was performed. Upon pressing the power button, all lights illuminated. Both a low battery light and a fault light were seen during the case. The green system ready light had illuminated. All connections appeared to fit properly without the use of excessive force. The patient was a (B)(6) female. The device is a biohazard and will not be returned.